Manufacturer narrative:
Internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-30 -user applied blood to strip before inserting strip into meter. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-3 error accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer indicated was "not feeling well" and said that went to the hospital yesterday for low blood sugar - no more details provided. Medical attention is not reported as a result of the actual blood glucose result and reported symptom. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 05/31/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.